Event description:
A report was received that the patient was explanted due to the ipg protruding through the patient's skin. During the procedure, it was discovered that the patient had an infection at the pocket site. The patient was placed on antibiotics and was reportedly doing well following the procedure.